Event description:
It was reported that during an implant procedure, after the physician screwed the lead, high capture thresholds were noted. The physician attempted repositioning the lead, but acceptable measurements could not be obtained. Another attempt to reposition the lead was performed, but the helix screw would not withdraw. The physician elected to no longer use and replaced the lead. The procedure was completed successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.